Event description:
Literature was reviewed regarding intraprocedural transthoracic echocardiography for assessment of aortic regurgitation after transcatheter aortic valve implantation. The study population included 404 patients from a single center. Multiple manufacturers¿ devices were implanted in the study population and included medtronic evolut r or evolut pro bioprosthetic valves. Among all patients, clinical observations included: mild to moderate aortic regurgitation. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: ren et al. How accurate is intraprocedural transthoracic echocardiography in assessing aortic regurgitation after transcathether aortic valve implantation. A single center experience. Int j cardiol. 2025 nov 1:438:133565. Doi: 10.1016/j.ijcard.2025.133565. Epub 2025 jun 29. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.